Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient has a potential endoleak and a distal. Patient is doing well.

Manufacturer narrative:
Based upon the clinical assessment, the reported event has been confirmed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. A design or manufacturing root cause for the reported event was not identified based on the investigation. The clinical review identified the following factors that might have contributed to the event: the bilateral iliac aneurysms greater than 2.3 cm (right- 6.4; left - 2.7 cm); a patent inferior mesenteric artery; and, the tortuosity of the left common iliac artery, causing a perpendicular stent to vessel wall positioning of the iliac limb stent. Notably, the superior stent margin of the main body was placed at the inferior mesenteric artery ostium and in combination with a moderate infrarenal angle, most likely contributed to the eventual type ia endoleak.

Event description:
The patient had an initial procedure on (B)(6) 2015 with a bifurcated, and four limb stent grafts. Following the initial procedure the angiogram confirmed no leaks. A follow up computed tomography on (B)(6) 2015 showed a possible type 1a and 1b endoleak with sac growth. There has been no secondary procedure scheduled or completed.